Event description:
It was reported that the device arced and caused a minor burn to the user.

Manufacturer narrative:
Alleged failure: "fundus grasper was retracting gb with no cord connected. Dr was using the j hook taking gb off the liver wall and it arched onto the monopolar post of the fundus graspers post. Burning a hole through the surgical techs glove and burning her hand." No harm to dr or patient. Rep did an insulation test today- grasper passed; hook had crack at end of it the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. There is no probable root cause in relation to the complaint as there was no problem found with the unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device arced and caused a minor burn to the user.